Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they used the programmer to check the implant which showed it was 100% charged.

Manufacturer narrative:
Continuation of d10: product ID 37751 (B)(6); product type: 0213-recharger. Implant date n/a; explant date n/a . Product ID 37761 (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The caller had a damaged desktop charger (dtc) cord stating the connection is loose. An email was sent to repair to replace the desktop charger. Caller said patient still has other equipment that was not been sent back. Caller said the patient's implantable neurostimulator (ins) battery is at 0% and off they were trying to charge all night, stimulation is off, patient cannot move, can't get out of bed, her blood pressure is high, she does not feel good. Redirected caller to pt's healthcare provider (hcp) to address medical symptoms. Patient services (pss) reviewed the wireless charging system transition. Caller said they did not think the patient (pt) could transition. Caller said they have a donated recharger from a rep. Caller said the most recent recharger they received from repairs, does not light up. Caller requested an ac power cord be sent as well. Sent email to the repair department to send replacements. Caller said they have had to call several times in the last few months for issue of the equipment breaking. Pss also sent email to the field to make them aware of the issues.